Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an implantable pacing lead dislodged. The lead position was revised. No patient complications were reported due to this event.